Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, very late stent thrombosis occurred. A 3.00x16mm taxus express2 drug eluting stent was implanted in a non-tortuous right coronary artery (rca). No pt injuries or complications occurred. The pt was placed on plavix for one year. Approx two and a half years later, the pt presented with chest pain and st elevations and very late stent thrombosis. The proximal portion of the stent that was located in the distal rca was occluded with thrombus. A thrombectomy catheter was used to remove the thrombus. The pt was restarted on plavix and was instructed to remain on antiplatelet therapy indefinitely. No further pt injuries or complications occurred. Pt's status is satisfactory.